Manufacturer narrative:
Evaluation was not performed; product was not returned for analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was overheating during use. There was no report of patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation has been completed. Analysis could not confirm the reported event of heating up. Pre-repair temperature testing was performed on the device at 60k rpm. Pre-repair temperatures after running the device for 1 minute were the following: t1 ¿ 82.8 degrees f and t2 ¿ 78.9 degrees f. After running for 5 minutes the temperature of t1 was 97.8 degrees f and t2 was 90.1 degrees f. Evaluation found no fault with the device. The device was tested to all manufacturing product specifications and returned to the customer.

Event description:
It was reported that the device was overheating during use. There was no report of patient impact.